Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. DHR reviewed: device history record (DHR): reviewed the DHR for batch 23e10ged41, there is no abnormality and no such defect detected at in process and at final control inspection. Root cause analysis: final control flow rate report of affected batch 23e10ged41 was reviewed.[?] Reviewed final control flow rate report, the average flow rate deviation from the nominal flow rate was between 5.83% and 10.98%. No abnormality was observed. Received 1 used and filled easypump ii lt 270-27-s-EU/sa with batch number 23e10ged41. As received condition, the received sample was clamped, and the patient connector is connected to a red cone. The pump was filled by bbm. Visual inspection had done throughout the received sample. A crack was observed from the filling port. Refer figure 2. Crack at the filling port is a known issue and addressed by an approved project. Actions have been taken to minimize this defect. White crystallize residues was found throughout the flow restrictor of the received sample. White crystallize found at the filter outlet and microbore tube. The clamp clip of received sample was release and left overnight. No flowing was observed. Fast flow rate as per customer description could not be identified. Blockage found at the flow restrictor area, was potentially due to white crystallize residues observed. The blockage of the sample was due to white crystallize residues. Therefore, further investigation to determine the flow rate was not possible. Customer mentioned "the pump was empty after running from 13.30pm-7.30am". Which means the pump was emptied after 18 hours of infusion. However, the volume of drugs filled by the customer remains unknown, therefore, fast flow rate as customer description could not be identified. Nevertheless, there are some possibilities that can cause the sample empties faster than nominal time in actual application, such as one or combination factors of more than one as below: factor 1 temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 10 ml/hr to 11.8 ml/hr. Refer figure 6. Version 4.0 IFU statement. Factor 2 folded outer shell (outer layer) folded outer shell (outer layer) will also act as the external pressure to elastomeric membrane and increase the flow rate of the product. Version 4.0 IFU statement. Factor 3 external pressure external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Refer figure 8. Version 4.0 IFU statement. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Summary of root cause analysis: fast flow rate as per customer description could not be determined due to blockage, therefore we consider this complaint as not confirmed. The blockage of the sample was due to white crystalize residues present in the flow restrictor area.

Event description:
According to the customer: "the pump was empty after running from 13.30pm-7.30am. The pump was containing vanco."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.